Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. There was no moisture damage on the electronics. The device was unable to perform the displacement, basic occlusion, occlusion, priming and no delivery tests due to button error alarm. The battery out limit alarm was unable to be verified due to button error alarm. The insulin pump had scratches on the display window and lcd bleeding. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and battery out limit alarm. Customer's blood glucose reading was 477 mg/dl. Customer treated their high blood glucose with manual injection and had ketones. Customer was unable to troubleshoot for high blood glucose as a result of button unresponsiveness. Troubleshooting for keypad anomaly was performed. Customer advised they removed the battery, reinserted the battery and received a battery out limit alarm. Customer stated that the buttons were unresponsive when pressed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.